Event description:
It was reported by the independent repair center that the unit has low o2/yellow light and the key malfunction is the hose clamp causes leaks. No patient injury reported, no additional information provided.